Event description:
It was reported that during a shift check, the autopulse platform displayed a "system error" message that could not be cleared. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform shows that the front enclosure was cracked. The physical damage found during visual inspection is not related to the reported complaint of the platform displaying a "system error" message. The damage appears to have been caused by normal wear and tear (autopulse manufactured in september of 2008). A review of the archive was not performed because the archive data was unable to be downloaded. Functional testing was performed and the reported issue of the platform displaying a "system error" message was verified upon power up of the platform. The system error was a latched error code 136 (internal parameter corrupted). It was found that the processor board at fault. Based on the investigation, the parts identified for replacement are the front enclosure and the processor board. In summary, the reported complaint of the platform displaying a "system error" message was confirmed during functional testing. The fault was found to be due to the defective processor board. The physical damage found during visual inspection is unrelated to the reported complaint. Upon replacement of the processor board and the front enclosure, the platform passed all testing criteria.

Manufacturer narrative:
The product in complaint was returned to zoll on (B)(6) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.